Event description:
Hcp reported the patient presented with fever and swelling of the device pocket and the catheter track 2 months after device implant. A culture of the device pocket was positive for strep and pseudomonas. The patient was treated with both IV and oral antibiotics and total device system explant. There was no drug withdrawal as the patient was taking oral baclofen. Patient is mrsa positive and is still hospitalized for treatment. The hcp stated the patient had risk factors of brain injury with resultant total paralysis and poor living conditions.